Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. The patient experienced persistent pain. The device was removed on (B)(6) 2015. At a follow up appointment on (B)(6) 2015, the patient had complete resolution of pain. Additional information was requested.